Event description:
Reporter indicated that he was unable to increase a vns pt's output current due to a message received with the vns dosing system suggesting lowering the pulsewidth or output current. Device diagnostics noted low output status of 1.5ma. Indicating proper device function and intended therapy at 1.5ma. The reporter increased the hz and duty cycle settings to increase the therapy. The output being low and that only 1.5ma is able to be delivered could be due to fibrosis or initial higher impedance in the operating room. Vns programming history for the pt has been requested, but has not been received to date.